Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no alligation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues. The ventilator failed steps during testing. The device's active exhalation control module was replaced to address the issues.